Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "white screen during infusion" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified however the processor printed circuit board (pcb) was replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had white screen during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.